Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was stuck on a black screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on black screen. A field service engineer (fse) replaced hard drive and reimaged, disconnected all drawers and registered device on remote support service and plugged back all drawers. Then attempted to perform data synchronization, changed station speed to half duplex and the station lost network connection, so the fse unplugged network cable and plugged it back and started communicating. Then the fse found that the drawer 4.1/4.2 in the auxiliary was off the bus which was likely what caused for the station to fail firmware update. Opened back panel and found no lights on pyxis bus module board for drawer 4, so replaced the pyxis bus module board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.